Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device pulled through the vessel at the 2nd point of resistance and the device could not be deployed. The device was being used for arterial closure following a diagnostic procedure. It was reported that a 5f procedural sheath was used. A femostop was placed to achieve hemostasis with no adverse events. The patient was noted to be fine and hospitalization was not prolonged as a result of the mynx event. Additional information was requested but is not available at this time.